Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored and no blank display anomalies were noted. No damage was noted on the lcd isolation tape. The pump gave an alarm after the battery change due to a voltage leak on the interface board. The pump also had a cracked case at the display window corners, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 203 mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. Customer has a new aaa alkaline battery to test with the pump. The customer was advised to insert the new battery. The customer stated the display return. The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose was 203 mg/dl. The customer was unable to navigate to alarm history as error occurred again. This is the second occurence of alarm. The customer that the device would be replaced.